Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had display and keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer reported the pump screen had gone blank and no buttons were responding. The customer had changed battery and same issue persists. The customer stated the pump has not been dropped and no cracks. The customer insulin pump is iw, to be returned and replaced.